Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture" and "exchange from textured to smooth implants". Later healthcare professional reported "deflation" confirmed via mammogram. This record is for the left side. The device remains implanted.

Event description:
Patient reported "rupture" and "exchange from textured to smooth implants". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.